Event description:
The sales representative reported to olympus on behalf of the customer the video system center intermittently did not turn on. It was further indicated that currently the ¿lamp on¿ indicator is blinking. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
During troubleshooting, it was confirmed that no scope was connected to the video system center. Technical assistance center (tac) advised that the lamp indicator would blink if the output connector was disconnected as indicated in the technical guide. In conclusion, it was confirmed that the unit can be turned on, the power button was not stuck, and the power cord was not loose. At this time tac could not duplicate the power issue initially reported. Tac advised the sales representative to have the customer call should this issue reoccur. At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.